Event description:
Revision surgery - the surgeon replaced all the components with revision components, due to the pt having polyethylene wear.

Manufacturer narrative:
On (B)(6) 2013 an agent reported a revision surgery for due to wear. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to (B)(4) surgical for examination. The explanted components were returned to (B)(4) surgical and they were visually inspected and photographed. The femur has remnants of cement on the non-articulating side and some blood and tissue. The articulating surfaces are stained with body fluid/blood but are in good condition with no significant scratches. The tibial insert is heavily worn on the articulating surfaces and material has worn away. The boundaries of the wear are yellow and delamination is observed. The worn condyles can be seen in the photo. The backside of the insert (which goes into the metal baseplate) is polished. The tibial baseplate is in good condition and has remnants of cement and blood/body fluids. The patella articulating surface has an area of abrasion that appears yellow with evidence of delamination at the boundaries. It appears the patella was cut from the bone with a sharp saw or blade. There are no cement remnants. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is there have been two prior complaints for this femur. This is the first complaint for this lot number. The root cause for revision is polyethylene wear. Factors which can contribute to polyethylene wear include: high activity level, patient weight, trauma, and implant positioning. There are no indications of a product or process issue affecting implant safety or effectiveness.